Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2014. Subsequently, a revision has been indicated due to unknown reasons. Currently pmi is making a custom liner for this patient. No further information has been reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-00120 & 00999). Remains implanted.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2014. Subsequently, a revision has been indicated due to dislocation; however, no revision procedure has been reported to date.